Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a dull condition was identified. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Events reported in 1818910-2021-02913, 1818910-2021-02914, 1818910-2021-02915, 1818910-2021-02916, 1818910-2021-02917, 1818910-2021-02918, 1818910-2021-02919, 1818910-2021-02920, 1818910-2021-02921,1818910-2021-02922, 1818910-2021-02923, 1818910-2021-02924, 1818910-2021-02925, 1818910-2021-02926, 1818910-2021-02927, 1818910-2021-02928, 1818910-2021-02929. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument/s was reported for unknown reason.